Event description:
It was reported that caller received minimum fill notification while attempting to load new cartridge despite having sufficient usable insulin remaining in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer later reported that issue occurred on another day but was able to load new cartridge and resume insulin, and no additional information was received regarding any further outcome of event.